Event description:
During a hip arthroscopy utilizing the osteoraptor 2.3 w/ 1 ub cobraid black, it was reported that the anchor pulled out of bone while the surgeon was tying the knot. Other anchors were then used at a different site in the repair which all worked fine. The original hole was left empty with all parts of the original anchor removed. Bone quality was noted to be good. There were no reported patient injuries or complications.

Manufacturer narrative:
(B)(4).